Event description:
Medical assistant splashed preservcyt solution in their eye, washed eye out right away. Hologic faxed msds for doctor to review. Hologic followed up with doctor's office, medical assistant did seek medical attention for the issue and assistant is feeling much better.